Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. Difficult to remove the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case, the resistance during removal of the device was circumstantial. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects of hemorrhage and vascular injury (tissue damage) are listed in the proglide instructions for use (IFU), as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the lever was returned to its original position to park the foot; however, when the proglide device was attempted to be removed to retrieve the suture, the foot plate did not retract completetly. Nevertheless, the proglide device was pulled and removed. The vessel stretched enormously (more than 12f) and may have been damaged. The suture of a new proglide device was successfully pre-placed. There was low arterial bleeding until a 12f sheath was inserted. The sheath size was upsized to 16f and the evar procedure was completed. After the evar procedure a third proglide device was deployed to close the vessel completely. Hemostasis was achieved with the sutures of all three proglide devices. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.